Manufacturer narrative:
Product event summary: planning station cranial 3.0.2 exam data appear blank/distorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that during a stereotactic dbs demo, after loading exams and while reviewing them in the select patient and planning tasks some of the slices for different exams appeared blank or distorted. This occurred for multiple exams for different patient datasets. After rebooting the system, the exams appeared correctly, and the issue was not able to be reproduced." No patient present.